Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the mildly calcified and moderately tortuous left anterior descending artery. A 3.00mm x 28mm promus element plus stent was advanced to the target lesion however, it was noticed that the stent was lifted. The procedure was completed using a promus stent. No patient complications were reported and the patient's status is good.